Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The rep reported that the valve was explanted because it fell apart inside. The customer believes that the valve was replaced but cannot confirm this information. Additional information has been requested.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information from the customer stated: he informed that the only detail he has is that the valve had to be explanted because it fell apart inside. He believes that the valve was replaced with another one, but did not have any other details. He said that would try to talk to the nurse, and if obtains any other information, will pass it along to codman.